Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5092-58, lead, implanted: 2014. (B)(4).

Manufacturer narrative:
Product event summary #(B)(4): the full lead was returned, analyzed and no anomalies were found. Electrical resistance and cross continuity test results were within specification. No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was undersensing and had no capture due to dislodgement. It was also reported that the ra lead was pacing the ventricle at outputs over 3 volts. An attempt to reposition the ra lead was unsuccessful. The lead was then removed and replaced. No patient complications have been reported as a result of this event.